Event description:
Balloon of catheter deflated causing it to fall out.

Manufacturer narrative:
It was reported that after the device was changed, the provider's office received a call that the device fell out with bleeding. The patient went to the ER and it was noted that the balloon was deflated. The catheter was replaced. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained,